Manufacturer narrative:
Device was used on patient and then discarded at hospital.

Event description:
It was reported that a very small piece of rubber dislodged from swan-ganz catheter tip when inspecting prior to insertion in a patient. The anaesthetist decided to use the catheter regardless of this event. There were no adverse events or negative outcomes related to the patient.